Event description:
It was reported that during an unk procedure, the vacuum line of the device was broken. It was also noted that after dropping the clip, it became impossible to remove the guide of the probe. The surgeon removed the guide, but it broke into three pieces. The surgeon was able to remove all pieces from the pt. Another like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/24/2008. Info anticipated, but unavailable at this time.